Manufacturer narrative:
This serves as a correction report as initial reporter information was inadvertently not included. The consumer's information can be found in the aforementioned section of this report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's daughter) reported that on (B)(6) 2015 at approximately 9:30am -10:00am her father experienced symptoms of shakiness and sweating. Caller further reported he was unable to test due to his adc meter not turning on with the button press or test strip insertion. His wife and daughter rushed him to the hospital where he was diagnosed with hyperglycemia. At the hospital, an unspecified intravenous treatment was administered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.